Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device smoked significantly when cutting branches and was difficult to evacuate smoke. Hospital also states the device did not seal the branches of an erah. Bleeding made the case difficult to complete. The same device was used to finish the procedure. No intervention was required to stop the bleeding nor was any blood products used.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was bowed from the hot jaw. Tissue buildup was observed on the jaws. The condition of the device as returned precludes any electrical testing for resistance, jaw force and temperature. The jaws were cleaned to perform a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced steam and heat during several activation and shuts off when the toggle was released, no heavy smoke was observed. A polyfuse electrical test was performed; the polyfuse successfully shuts off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. Based on the returned condition of the device the reported complaint was confirmed for bent wire. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device smoked significantly when cutting branches and was difficult to evacuate smoke. Hospital also states the device did not seal the branches of an erah. Bleeding made the case difficult to complete. The same device was used to finish the procedure. No intervention was required to stop the bleeding nor was any blood products used.